Manufacturer narrative:
The manufacturer's authorized field service engineer (fse), evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the external paddles and the paddle pocket tray. Which was replaced. And the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips that, when performing a visual inspection in the equipment, the user found that the paddles and paddle pocket plates were burnt. There was no patient involvement.